Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing amplitude and high pacing thresholds with loss of capture at maximum device output during pre-discharge check following implant. Suspecting lead dislodgement, a revision procedure was performed wherein the lead was tested via pacing system analyzer (psa) in several locations before the physician settled on implanting the lead in a septal position. No adverse patient effects were reported. This lead remains in service.